Manufacturer narrative:
The device was not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and corneal damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Please reference: 2032546-2019-00006 for the report where the stent strayed in the suprachoroidal space. MFR# reference: (B)(4).

Event description:
Through transcript review of the seminar report for the journal of clinical ophthalmology, the following short term clinical outcomes were reported. Reportedly, following cataract plus trabecular micro bypass stent procedures in 46 cases, three (3) patients presented with iop spike (more than 30 mm hg). In one case, descemet's membrane peeling was reported, however, this occurred by ¿teared up descent¿s membrane¿ and there were no complications after injection of air. Additionally there was one report where the stent strayed in the suprachoroidal space during release due to poor visualization seconding to intraoperative bleeding. Per report the ¿recent iop level is comfortable¿. The presentation concluded that the istent features an overall safety profile similar to cataract surgery with less hyphema and iop spike. This report references the 3 cases of iop spikes and one report of descent¿s membrane tear.